Manufacturer narrative:
The customer reported event of 'autopulse platform displayed ua18 (max take-up revolution exceeded) error message was confirmed per the archive data, but it could not be replicated during functional testing. Customer also indicated observing error messages ua17 (max motor on time exceeded during active operation) and ua46 (software error); however, this was not confirmed on archive data nor was replicated during functional testing. The autopulse platform functioned as intended, there was no device malfunction. During visual inspection, there was no physical damage observed on the autopulse platform. During functional testing, the autopulse platform functioned as intended, there were no error messages noted. The autopulse platform was tested for 10 minutes using lrtf (equivalent to 250 pound patient) no fault was observed. Per review of the archive data, ua18 (max take-up revolution exceeded) was noted on the reported date, confirming the customer's complaint. Error messages ua17 and ua46 were not found on the archive data. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small.

Event description:
It was reported that during shift check the loaner autopulse platform, displayed ua17 (max motor on time exceeded during active operation), ua18 (max take-up revolution exceeded) and ua46 (software error) error message when the autopulse was powered on. No patient involvement.